Manufacturer narrative:
Concomitant medical products: item: unknown cocr head, catalog #: unknown, lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on march 19, 2018 to the appropriate representatives. Lot number of the insert. Op-notes. Reason of surgical delay. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a revision of a metasul head, an unknown cocr head was implanted on the metasul, alpha insert, gg/28. Seven days later, the patient went again to revision surgery as this is a wrong combination of the implants. It was also reported that during this revision the metasul alpha insert was replaced with a durasul inlay.

Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. The missing information was requested at the complainant, however not received. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: revision due to not allowed combination. Event description (event details, per): event summary: it was reported that during a revision of a metasul head on (B)(6) 2018, a cocr head was implanted on the inlaying metasul inlay. As the combination of the implants could lead to metallosis, the surgeon re-operated the patient on (B)(6) 2018 and exchanged the metasul inlay with a durasul inlay. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis; according to the information received, the device was scrapped at the hospital. Review of product documentation: metasul alpha inlay was combined with the cocr head, which is not an approved combination by zimmer biomet. Root cause analysis: root cause determination using rmw: implant dislocation / loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect/off-label use of implant possible, liner head combination is not allowed by zimmer biomet. The surgeon forgot that the implanted liner was metasul alpha inlay. Conclusion summary: during revision of a metasul head, the surgeon forgot that the implanted liner was metasul alpha inlay and he implanted a cocr head on metasul alpha inlay . Metasul alpha inlay and cocr head combination is not allowed by zimmer biomet. The hardness difference between them is quite high which would result in massive metal wear. The surgeon realized his mistake and made another revision surgery to replace the metasul alpha inlay with a durasul inlay 5 days after the implantation surgery. Based on the given information and the results of the investigation, we were able to identify a specific root cause for this issue. The root cause of the event is off-label use. Inappropriate combination of the implants. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received. Concomitant medical products: revitan, distal part, curved, uncemented, 14/140, item: 01.00406.114, lot#: 2879791 revitan, proximal part, cylindrical, uncemented, 65, taper 12/14, item: 01.00402.065 , lot#: 2903763. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e ref# 01.00013.409, durasul alpha einsatz neutral ø ii/32, k013935) are marketed in USA, and therefore this report was filed. The missing information (lot number of the metasul inlay, implantation date, surgical reports) has been requested again. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Note: the initial revision where the metasul head was explanted has been registered under (B)(4).